Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The patient noted that he was unable to connect with the merlin@home transmitter. While in clinic, telemetry using rf could not be established. After a device firmware download, the device could be successfully interrogated using rf telemetry. The patient would continue to be monitored.